Event description:
It was reported that an alert was triggered for oversensing and high impedance on the right ventricular lead. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was not returned for evaluation. Performance data were collected from the device and analyzed. Analysis revealed there was a patient alert for lead failure predictor on (B)(6) 2012. There was also one patient alert for an out of tolerance subthreshold lead impedance measurement on (B)(6) 2012. The daily pace lead impedance trend data showed a decrease for ventricular pace bipolar impedance; from 494 ohms to 57 ohms minimum between (B)(6)-2012. It was also noted there were nine ventricular nonsutained tachycardia episodes less than or equal to 210 ms between (B)(6)-2012.